Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, a scratched lcd lens, the downstream occlusion (dso) seal was bubbled, and the front housing exhibited a dent. The device's event history log was reviewed for evidence of the reported problem, found air in line detected? In the log. Functional testing was conducted. Upon testing, the reported problem was unable to be duplicated. The reported problem was duplicated, but was found in the event history. The intermittent air detector was determined to be the root cause. The air detector was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported the device exhibited an air in line issue. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.